Manufacturer narrative:
A full analysis of the data logs has been performed. This analysis concluded that the robot was sent to a trajectory but the button stop was pressed when the robot was close to arrive. This triggered an error and led to the shutdown of the device. This issue will be addressed through the continuous improvement process of our products.

Event description:
Unexpected software shutdown while navigating to trajectory '6. Inf-med-o'. The first incision was made and the robot arm had moved into position, was approaching entry point when software shutdown. Company representative was able to restart and connect as normal. No impact to patient, less than 5 minute delay.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. Unique identifier (UDI) #: (B)(4).

Event description:
Unexpected software shutdown while navigating to trajectory "6. Inf-med-o". The first incision was made and the robot arm had moved into position, was approaching entry point when software shutdown. Company representative was able to restart and connect as normal. No impact to patient, less than 5 minute delay.